Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test, pressure transducer test, flow transducer test and the patient circuit test during pre-use check. Our field service engineer investigated the ventilator on site. The air gas module was found as defective and needs to be replaced. No further information has been provided. No parts were returned for investigation. Therefore, the root cause for the reported problem could not be established.